Event description:
Procedure type: hernia. According to the reporter: the event occurred during administration. Wound infection occurred after hernia. Allegedly, the patient experienced increasing pain at wound site and a fever of 39 degrees celsius with chill. Hospitalization or extended hospitalization was required and antibiotics/drugs were used to control fever and infection. This was considered, by the reporter, as a severe case with definite relationship with medical device/procedure. There was no action taken regarding the implant of the medical device, the patient recovered without sequelae (pathological condition).